Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deflation and removal of the .014 saberx percutaneous transluminal angioplasty (pta) balloon became stuck in the stenotic lesion. The shaft fractured. Afterward, the fractured portion was retrieved, and the procedure was completed successfully. The device fragments were removed by performing a distal puncture, threading a wire through the remaining balloon from a retrograde approach, advancing it into the guiding sheath of the anterior chamber using a microcatheter, and retrieving it. This occurred after ballooning the anterior tibial artery (ata). The device was prepared according to the instructions for use (IFU). No apparent damage was noted prior to use. No resistance or friction was encountered while advancing through the vessel, and no unusual force was required during advancement or withdrawal. The intended procedure involved below-the-knee (btk) angioplasty and thrombectomy of the limbs. The lesion was severely calcified with no vessel tortuosity. A non-cordis guidewire was used, and no resistance was encountered while advancing over the guidewire. The device will be returned for evaluation.